Manufacturer narrative:
Additional information: section b-3 date of event: unknown/asked information was not provided. Section d-4 model number: unknown, as device serial number was not provided. Section d-4 catalog number: unknown as device serial number was not provided. Section d-4 device serial number: unknown as information was not provided. Section d-4 device expiration date: unknown as device serial number was not provided. Section d-4 UDI number: the unique device identifier (UDI) number is unknown as device serial number was not provided. Section d-6a date implanted: unknown/asked information unavailable. Section d-6b date explanted: unknown/asked information unavailable. Section h-3 device evaluated by manufacturer: device serial number is not available; therefore, no further investigation can be performed. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information received, a supplemental medwatch report will be filed. Section h-4 device manufacture date: unknown, as device serial number was not provided. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
An unknown odyssey model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). Post-operatively, due to complaints of dissatisfaction, halo complaints, ocular surface issues, and poor patient selection. The iol explanted in a secondary surgical procedure; information regarding the replacement iol is unavailable. Patient prognosis post lens exchange is unknown. No further information is available.